Manufacturer narrative:
D9 device was returned and date received was added. H6 type of investigation code was updated due to the device being returned. H10 related report number was added. H11 updated additional manufacturer narrative due to device being returned. The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
This is one of two related reports. This report represents the automated impella controller and another report will be submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via right surgical axillary/subclavian artery for mechanical circulatory support. When attempting to change the purge tubing, the console was not recognizing the purge disk when inserted. The disk was verified to be inserted all the way. A new purge tubing set was tried. It is thought to be the tubing and had the same issue. The console was then exchanged successfully. The patient's outcome was stable.